Event description:
It was reported that a user experienced recurrent low blood glucose readings overnight around 3 a.m., with a documented nadir of 40 mg/dl and additional lows associated with exercise, and the user inquired about resetting the ilet to relearn their glucose needs; the user was advised previously to preload before exercise to target approximately 200 mg/dl and was provided troubleshooting and education, including syncing data and escalation to a clinician. Symptoms included hypoglycemia with urgent low glucose. Outcomes included self-treatment with oral glucose. Investigation included review of synced device data and clinical consultation. Investigation of this case revealed no device malfunction identified, and the cause remained undetermined due to mixed factors including exercise-related glucose variability. It was concluded, based on previously established findings for similar reports, that the cause was unclear. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.